Manufacturer narrative:
Correction: brand name from rotablator rotational atherectomy system to rotalink¿ plus. (B)(4). Device lot number from unknown to 18050454; device expiration date from unknown to 05/31/2017; batch manufactured date from unknown to 06/08/2015; (B)(4).

Event description:
Same case as 2134265-2016-01449. It was reported that the device detachment occurred. A 325cm rotawire and unknown burr was selected for a percutaneous transluminal coronary rotational atherectomy. During the procedure, rotational speed test was performed outside the patient's body, however, the proximal part of the guidewire was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rotablator plus unit was visually and functionally tested. The advancer knob was locked upon return. It was advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A test guidewire was inserted to the returned device. The guidewire could not be inserted fully. The burr was microscopically examined and the annulus of the burr was found to be misshapen and blocked. No other issues or defects noted during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-01449. It was reported that the device detachment occurred. A 325cm rotawire and unknown burr was selected for a percutaneous transluminal coronary rotational atherectomy. During the procedure, rotational speed test was performed outside the patient's body, however, the proximal part of the guidewire was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01449. It was reported that the device detachment occurred. A 325cm rotawire and unknown burr was selected for a percutaneous transluminal coronary rotational atherectomy. During the procedure, rotational speed test was performed outside the patient's body, however, the proximal part of the guidewire was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.